Event description:
While treating a pt with the model 3100a the pt circuit became disconnected on two occasions over several hours. After the first disconnect occurrence, the pt's oxygen saturation was very low. Just prior to the second disconnect occurrence, the pt coded. The pt ultimately died and was described as chronically ill.